Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the power supply switchers (psss) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. Both units were installed on the test system, and they started without any errors. Both units were tested with multiple power cycles and sitting idle in the test system without triggering any errors. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site had battery message displayed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was powered on prior to the case starting and it powered up normally with no issues. Technical support was contacted during the case and instructed to perform a hard reboot, which was completed without incident. The case was completed robotically without further incident. The subsequent cases were completed using a different system.